Event description:
In 2005, the account reported to baxter technical services that blood contamination in the third sensor of the pressure transducer had occurred. The contamination was noticed while performing a routine maintenance inspection of the internal isolators. The monitor was still able to be used. This occurred after use and no pt injury was reported.